Event description:
It was reported by the plaintiff's attorney that "on or about, (B)(6) 2008" the plaintiff " was implanted with a sparc sling system" to treat "stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries." The plaintiff's attorney also alleges that "on or about (B)(6) 2011, plaintiff began to experience infection and vaginal pain and sought medical attention for said complications." The plaintiff's attorney additionally alleges that the plaintiff "has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury" that will "result in some permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.